Manufacturer narrative:
The power management (pm) pcba was returned for failure investigation. The pm board was tested and no failures were identified.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the unit is displaying a da pcba adc reference failed error code. The customer contacted product support and reported the data acquisition (da) board and cable have been replaced twice and the unit is still getting a vent inop error message after a few hours of running. The customer verified all 8 pins are properly installed into the (da) pcba. Product support recommended part to replace part #453561534061, power management (pm) pcba. The customer has an extra one and will installed it. After a few hours and maybe overnight to see if error comes back. He will email back with results. The customer reported that the unit was not in use on a patient. The product support spoke to the customer, and the customer stated the power management (pm) pcba solved the issue. The pvt was performed and passed successfully. The unit is returned to respiratory.